Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a hypoglycemic event. The patient's partner noticed the patient was warmer than usual. They checked her blood glucose and it was 1.8 mmol/l. The partner treated the patient with glucosaid. At the time of contact, the patient felt fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection.